Event description:
It is reported that the patient expired approximately 8 months post index procedure. The patient was found dead and the surrounding circumstances are currently unavailable. Information relating to the patient's cause of death is not available. The investigator confirmed that an autopsy was not performed.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death).

Manufacturer narrative:
(B)(4). Results: (mi). Conclusions: no conclusion can be drawn.

Event description:
Date of death reported as 2011-(B)(6).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (myocardial infarction). (B)(4).

Event description:
Approximately 4 months post index procedure patient suffered an mi. Investigator has not assessed if the event was related to the study device.

Event description:
The patient had one successful deployment of an endeavor sprint stent to the 4-r-pda. Residual stenosis was zero percent. Seven months post index procedure, the patient was admitted to hospital due to an infection and the reason for the infection was unclear. In the investigators opinion, the event of infection was unclear reason and was considered moderate in intensity, not related to the study medication, not related to the study device and not related to the study procedure. Updated information for the infection determination: the event was updated to nstemi and cardiac decompensation (decompensation cardiac, non st segment elevation myocardial infarction.) Further pneumonia and exacerbation of the known chronic obstructive pulmonary disease was also diagnosed. In the investigators opinion, the event of the nstemi and cardiac decompensation was considered moderate in intensity, not related to the study medication, study device or procedure. As per hcri physician determination of the event of the nstemi and cardiac decompensation was considered moderate in intensity, not related to the study medication, study device or procedure. The patient also presented with dyspnea and a feeling of chest pain bilaterally, this event was considered resolved and the patient was discharged on the same day.